Event description:
It was reported that a user experienced a high glucose alert on the ilet with a measured blood glucose of 358 mg/dl and low remaining insulin, after recently making a meal announcement and using a cartridge and infusion set that had been in place for two days; a full supply change was performed, and insulin delivery was resumed. Customer care provided support that included troubleshooting and user education regarding expected time for glucose regulation after meal announcement and correction doses. Investigation of this case revealed no device malfunction was identified and the event occurred in the setting of recent meal intake with low insulin volume prior to the supply change. No clinical symptoms associated with hyperglycemia reported. Outcomes included a full supply change without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.